Event description:
It was reported that the patient presented in clinic for initial right ventricular (rv) lead implant. During procedure, it was noted that the helix of the rv lead inappropriately spontaneously extended. Afterwards, the helix of the rv lead failed to extend and retract properly. An unidentified tissue was found and suspected to be from the tricuspid valve leaflet, potentially contributing to a regurgitation that was not confirmed. The rv lead was not implanted, and another was implanted on (B)(6) 2025. The patient was stable throughout.